Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming software error. Customer's blood glucose level was not reported. The insulin pump alarmed button error. The customer reverted to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed self test. The insulin pump was programmed and monitored for one day; no unexpected a52 alarms occurred or logged in the alarm history file. However, the pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, cracked reservoir tube and cracked reservoir tube window.